Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device failed for the tightness test and the flow sensor calibration. This was noticed during the pre-operational check. A visual alarm was observable (message alert). Tightness test failure. The device log files (service log, error log, event log) were not provided to hamilton medical ag. This malfunctioning was reproducible. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Follow-up 1 - corrected information: a UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: (B)(6)) was not labelled with a UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device failed for the tightness test and the flow sensor calibration. - this was noticed during the pre-operational check. - a visual alarm was observable (message alert). Tightness test failure. - the device log files (service log, error log, event log) were not provided to hamilton medical ag. - this malfunctioning was reproducible. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
It was alleged that the tightness test & flow sensor calibration failed during pre-operational check. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient. No log files were provided. To address the issue, an expiratory valve assembly was shipped to the customer. No feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the expiratory valve assembly, as no further issues have been reported.